Event description:
The end users son reports and stated today when he removed wafer that there was a partial skin loss on skin directly around stoma all the way around. States due to leaking there have been issues with this recently.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It was reported that the end user is using crusting technique with stomahesive powder and 3m sting free spray. Molding of wafer and use of eakin seals was reviewed. It was informed that the end user will try belt to stabilize convex wafer. It was further reported they will call back if further questions. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unk, so the date used was the date convatec became aware.